Event description:
Patient was in our ICU with a tracheostomy collar, intermittently using the "puritan bennett 840 ventilator system," when the ventilator suddenly lost power. According to the nurse that was working that shift, there were no alerts or notices that it was dying, the ventilator just shut off. An lna happened to be walking by the room when she heard the ventilator "power down" and stop working completely. The patient was able to be bagged until a new ventilator was found and plugged in, and it worked without issue. The puritan bennett 840 ventilator that failed is unable to be turned on, with the display not working. The ventilator was plugged into a power source at the time of the failure, and there were no warning lights for any battery issues or power failures.